Manufacturer narrative:
Follow-up #1: date of submission 05/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2014 with the following findings: one unexplained power on reset observed in the black box on 04/03/2014 15:09. No damage found to the battery compartment or returned battery cap. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with returned battery cap. There was no power interruptions duplicated during this time. The battery cap contact measurements are in specifications. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.